Manufacturer narrative:
One medfusion pump was received with cracked plunge cases and a cracked bottom case. The event history log was reviewed and there was an "invalid syringe size" message. A syringe test and visual inspection were conducted. The reported issue was unable to be duplicated but the plunger of the syringe was visibly lifted up and not level with the syringe. Impact to the pump bent the plunger tube and cracked the carriage. This issue is a result of the customer's physical damage to the device. The carriage and plunger tube were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump displayed an "invalid syringe size" message near the end of infusion. The issue was discovered during routine preventative maintenance testing and there was no patient involvement.